Event description:
A report was rec'd that a pt had an uncomplicated left eye memorylens implant in 1999. The pt presented for exam in 2001 with symptoms of discolored iol, increased glare and decreased vision, which symptoms progressed. The pt's visual acuity was 20/40 at exam 2 months later. The surgeon explanted and replaced the iol 2 months later with no reported complications. The surgeon's prognosis for the pt was reported as good and that the pt's condition was stable.